Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and was not returned for additional evaluation and investigation. As additional investigation was not performed on the device, the alleged end of life leading to under infusion volume discrepancies cannot be confirmed. Internal complaint number: (B)(4).

Event description:
Information was received reporting a pump replacement due to alleged end of life of the device. The patient reported increased pain and a lack of relief. An under infusion volume discrepancy was observed, where the expected volume was 3.67ml and the actual aspirated volume was 17.4ml. A dye study was performed that showed that the catheter was patent and no leaking was observed. The pump was discarded.